Event description:
During the procedure, the ultrasound image appeared distorted following insertion of the catheter into the right atrium. Upon removal of the catheter, the tip was noted to be cracked. Another catheter was used to complete the procedure with no consequences to the patient. The physician claims they did not use any force or pressure while inserting the catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and zonare viewmate system and the imaging screen was displayed; visual abnormalities were noted, the dot pattern did not appear on the screen and no clear images could be collected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed bent fractured catheter tip remains unknown.